Event description:
I wear an artificial eye in my right eye. I recently had to go to the eye dr to find out I had a severe eye infection. I was given antibiotic drops, oral antibiotics, along with a few other prescriptions. I was told the infection was so bad, I would most likely have to go into the hosp to be put on IV. Thank god that did not happen and the medications worked to get rid of the infection. The other night I hear on the television of a recall for an eye care product -complete moisture drops-. That is the product I had been using. Did this cause the infection? Was it treated properly? Will I have any more problems? The infection was so bad I lost most of my sight in the good eye which caused me to be out of work for more than 2 weeks.